Manufacturer narrative:
Product ID 3093-28, lot# v819353, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s symptoms suddenly returned and they experienced a loss of bladder control. When attempting to sync, the patient saw the low programmer battery message. Increasing all programs to 8.0 v did not resolve the issue. There was no accident or incident associated with the issue. The patient did not know if the issue was due to loss of therapy or interstitial cystitis. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.